Manufacturer narrative:
The device was not explanted or returned post-mortem; therefore, a technical analysis could not be performed. It should be noted that boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting premature battery depletion. This particular device is included in the hydrogen induced premature depletion advisory population. However, without a returned device the root cause of the suspected premature battery depletion cannot be confirmed.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. This patient was admitted to the hospital with reports of loss of consciousness and syncope. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued. No additional adverse patient effects were reported. The local sales representative obtained additional information about this patient and device. It was reported that a replacement procedure had been scheduled for (B)(6), 2021 but the patient did not attend. This was because the patient had been admitted to a hospital for shortness of breath and worsening heart failure symptoms. It was noted that upon admission, the ECG did show normal pacing function. The patient remained hospitalized until their death on (B)(6) 2021. The official cause of death was refractory heart failure. At this time, the reason for the loss of consciousness and syncope were not reported, and no device data had been submitted to evaluate the rate of battery depletion. The hospital did not suspect that the patient's death was related to the device. A review of patient records found no indication the device was removed prior to patient burial.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. This patient was admitted to the hospital with reports of loss of consciousness and syncope. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued. No additional adverse patient effects were reported.